Event description:
Caller states the chair will turn on but will not turn off.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.